Manufacturer narrative:
The viperwire advance guide wire was returned for analysis. A fracture at the proximal spring tip solder bond was observed. The spring tip section of the guide wire was not returned for analysis. Scanning electron microscopy analysis of the fracture showed evidence of ductile torsion. The exact root cause of the stress condition that led to the fracture was unable to be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used to perform several low-speed treatments in a moderately tortuous, 85% stenosed, heavily calcified proximal left circumflex artery (lcx) and left main artery (lm). When backing the oad position, it was noticed the distal part of the viperwire advance guide wire was not moving. When the physician pulled the wire, the tip coils came off and became entrapped in the distal end of a small obtuse marginal artery (om) branch. The physician decided to leave the fractured component in the patient. The physician confirmed the oad did not come within 5 millimeters of the wire spring tip. The physician determined there was no harm to the patient due to the distal om branch being very small. A stent was placed in the lcx to complete the procedure. The patient was in stable condition.